Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power. A significant increase in power consumption was detected in the logfiles. Pump thrombosis was assumed. The patient's initial international normalized ratio (inr) value was greater than 7, therefore hemolysis was performed with 20 milligrams actilyse. It was further reported that the patient showed slow ventricular tachycardia(vt) during the course, which was terminated by cardioversion. It was stated that the patient still required catecholamines and was still in the intensive care unit. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) and one (1) controller ((B)(6)) were not returned for evaluation. Review of log file anal ysis revealed a controller power up event with an associated pump start event on 20-mar-2022 at 12:13:07. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 75% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 14 seconds. Additionally, log files also revealed a sustained increase in power consumption and estimated flows beginning 19-mar-2022 to the parameters above normal operating range, followed by several increases in power consumption and estimated flows within the analyzed period; 32 high watt alarms were logged since 20-mar-2022. As a result, the reported high power and loss of power events were confirmed. Information received from the site revealed that the patient had high international normalized ratio (inr) and had hemolysis performed. The patient displayed slow ventricular tachycardia (vt) which was treated by performing a cardioversion. Of note, the patient was kept in intensive care unit (ICU) as they required catecholamines. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible root causes of the observed high-power event may be attributed to multiple factors including, but not limited, to external factors such as thrombus formation/ingestion, incorrect setting of alarm thresholds, and/or patient factors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Per the instructions for u se, cardiac arrhythmia and device thrombus are known potential complications associated with the implantation of an vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: serial#: (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: (B)(6) 2021 / serial or lot#: (B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 20-aug-2020 h5: no h6: patient ime code(s): e060109, e0514 h6: imf code(s): f0801, f1203, f2303 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a controller power loss was also associated with the event. The controller was off for approximately 14 seconds. The controller remains in use.